Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: a ¿no cartridge detected¿ warning was observed in the pump black box. During testing, the rewind and load steps were performed and the load step failed to detected the cartridge. A force sensor calibration test was performed and the force sensor was not detecting force. The pump was opened and moisture damage was observed at the force sensor pins.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was priming the tubing during the load cartridge step. The patient confirmed being disconnected from the pump appropriately when the issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.